Event description:
The customer reported that her blood glucose reached 19.8 mmol/l (357 mg/dl) less than a day after the pod was activated. The cannula was out of the skin.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm any product malfunction. The customer reported that the cannula was not in the skin at the infusion site. A dislodged or improperly inserted cannula could interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported, therefore no qualification records were reviewed.